Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture dates: monitor sn (B)(4): 10/14/2014; electrode belt sn (B)(4): 10/7/2015.

Event description:
A us distributor reported that the patient had developed blisters under the lifevest. The patient reportedly removed the device as a result of the blisters. The patient subsequently passed away while not wearing the lifevest. Per review of patient flag files, the patient last wore the device on (B)(6) 2016. The device was shutdown at 10:29 pm on (B)(6) 2016. The patient was not wearing the device at the time of passing on (B)(6) 2016. It was reported that the patient was not wearing the device at the time of passing due to blisters that he had on his left side under the lifevest.